Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a normal change out unrelated to the lead, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient condition was stable.